Event description:
It was reported that a drill bit broke during an implant procedure. The procedure was successfully completed with no patient injury reported. This report is for an unknown drill bit. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is an unknown drill bit, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.